Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent needle of an infusion set is confirmed but the exact cause could not be determined. One 22 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation revealed no obvious use residues throughout the returned infusion set. It was observed that the needle of the returned infusion set was bent at the proximal end of the exposed needle. The safety mechanism was observed to have a crack on one side of the needle and was not advanced over the needle tip. The needle cover was returned attached to the needle shaft. An attempt to carefully slide the broken safety mechanism down the bent needle shaft revealed the safety mechanism would not advance. A microscopic observation revealed no obvious scratches along the needle shaft. The crack in the safety mechanism appeared to have a brittle, uneven fracture surface. The metal ring inside the safety mechanism was observed to be bent and exposed outside the plastic housing. Because the infusion set was returned opened, a cause could not be determined for the bent needle. Potential causes of failure for the break in the safety mechanism may include storage conditions, attempted use of the safety mechanism with a bent needle, or other unknown factors. Potential causes of failure for the bent needle may include storage conditions or other unknown factors. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the needle looks bending and there's a resistance while priming the tube. No other information was provided. 09/25/2024 - during evaluation of the returned device, the safety mechanism was found to be cracked and unable to be advanced over the needle.